Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer stated that she changed the battery on the insulin pump before going to sleep. She was unable to screw the battery cap in properly and when she woke up, she had a blank display and high blood glucose levels. Customer called her doctor and was advised by her doctor to go to the e.r. Blood glucose at the time of the admission was 358 mg/dl. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed and customer will be sent a new battery cap. The insulin pump will not be returned for analysis.